Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed button error. The customer's blood glucose was unknown. While troubleshooting, the customer explained that the device was submerged in water when she fell off a boat. The customer confirmed that the display went blank immediately after the insulin pump was exposed to moisture. The customer was advised that the insulin pump needed to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan per healthcare provider's instructions. The customer was informed the device would be replaced. The customer agreed to return the insulin pump for analysis.

Manufacturer narrative:
No unexpected button error alarms noted. The up arrow button on the insulin pump had no button response due to corrode keypad traces. Moisture damage was noted on all electronic assemblies. The device had cracked lcd window, cracked case at lcd window corners, cracked reservoir tube lip, scratches on reservoir tube window, and cracked battery tube threads.